Event description:
Hamilton medical ag received the following event description: "hamilton t1 ventilator sn 10120. The unit has been reported to stop working with black screen for 15 seconds during a patient care episode. Following this 15 seconds it returned working again." No health consequences or impact - no intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation outcome: per review of device logs, the device was in use and switched off on ((B)(6) 2025). During the next power cycle on ((B)(6) 2025) the device frequently showed the low priority alarms ¿loss of external power¿, which indicates a disconnection of the ac power. However, this would not explain the black screen. The device was tested by our partner in australia and they were not able to reproduce customer concern, even after testing the equipment for few days. Device operated normally without any further errors. Case is considered as closed.